Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Welch allyn will update this report when it has acquired this info.

Event description:
Describe event or problem: screen is blank.